Event description:
It was reported that patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise that was oversensed by the device. Programming changes were made. The patient was in stable condition.